Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was having difficulties tracking instruments, specifically longer instruments such as the straight suction and straight probe. It was reported that there were no issues navigating a shaver. Additionally, the straight suction was able to verify after multiple attempts and that it would only navigate when inserted into the sinuses. The patient's head was reported to be at the center of the flat emitter and electromagnetic field and that the instrument tracker was being held straight above, not to the side. No metal interference was noted as the mayo stand and anesthesia tree were away from the table and metal interference for the patient tracker was noted to be 0.7 while the value fluctuated with the instrument tracker. When attached to the shaver, the instrument tracker was in the same 3d space when attached to the shaver. There was a reported delay to the procedure of ten to fifteen minutes due to this issue. The surgeon completed the procedure with the use of the navigation system. There was no reported impact on patient outcome. It was later reported that the pillow used in the procedure was very thick.